Event description:
Reporting status: serious injury. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that thrombosis occurred after two promus stents (3.5 x 23 mm, 3.5 x 15 mm) were implanted. Angiomax was given. The patient is out of iccu and on the floor, ambulatory. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The second promus everolimus eluting coronary stent system is being filed under the same MFR number. Results and conclusion summation - thrombosis, as listed in the instructions for use and product risk assessment, is a known adverse event associated with coronary stenting. Additional therapy/non-surgical treatment is also addressed in the risk assessment. As there was no reported device malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality problem. In this case, a conclusive root cause for the reported patient issue of thrombosis, with additional treatment with medication, and the relationship to the device, if any, cannot be determined.